Event description:
On (B)(6) 2008 at 1:46pm, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain/verify additional information. The pt tests her blood glucose three times a day and manages her diabetes with insulin (usually requiring no dose adjustments). On (B)(6) 2008, "after lunch", the pt reportedly obtained blood glucose "168 mg/dl" on the subject meter. Due to the reading, she claimed that she took an additional 4 units of novolin r and at an unspecified time later, reportedly developed symptoms of "shaking, body gets warm and had graying vision." As a result, the pt claimed that she administered self-treatment with food/beverage and it is unk whether she retested her blood glucose after that or whether she felt better. It would have been helpful to know what the pt's normal blood glucose range is and about when after taking insulin she began to develop the reported symptoms. This complaint is being reported because, the pt claimed she obtained an allegedly inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The pt's products have been replaced.

Event description:
Caller reports being unable to obtain a blood glucose result due to an error on the device of the aviva system. Customer was a "little incoherent" while caller attempted to use the device. Caller treated customer with a "glucoshot" and customer's low blood glucose symptoms began to improve. Caller then treated customer with apple juice and water with sugar. Caller states customer tested 90 mg/dl on the aviva system after attempting to use the device several times. 10-15 minutes later caller obtained the device error again, and after a few more attempts customer tested 105 mg/dl on the aviva system. Caller also states one month ago customer was a "little incoherent" while caller's sister attempted to use the device. Customer was given sugar water and low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.